Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side of the bag. The leak was identified during delivery of the product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: august 4, 2022 - august 5, 2022. H10: the device was received for evaluation. Visual inspection was performed which observed a tear at the upper right front side near edge of the bag. Functional testing was performed with tap water which identified a leak at the upper right near the edge in front of the bag (same area as the tear). The reported condition was verified. The cause of the condition could not be determined; however, the possible causes of a tear/hole found with include damage sustained during compounding, transport, or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.